Event description:
It has been reported that the x-ray was not available. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the available information the planned treatment got completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-ray. Upon functional testing fse identified grid switch of tube was not available. The philips engineer fse re-connected the ippc image disks to solve the issue and suggested for replacement of tube. Later this issue occurred twice and customer order and replaced the tube. After replacement of tube and re-connection of the ippc image disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.